Event description:
The account alleged that the brakes will set but will pop out of brake if the bed is pushed. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.